Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/17/2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: all soft tissue operations - breasts and tummy. All got prophylactic and post op antibiotics . Treated with antibiotics and removal of sutures. Prednisone even given due to nature of allergic nature. No patients had wound breakdown or wound infections. After normal good healing started this response about 3 to 4 weeks after clean perfect wound closure.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2019. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the lot number is mck602. More than one suture of w3208 is used per patient. Used product cannot be returned as it was disposed of after the case. The complaint was only for one code, but the surgeon experienced the issue on more than one patient.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What tissue was the monocryl suture used on? What was the tissue condition, (i.e., normal or thin, calcified, fragile, diseased)? Can you identify the lot number of the w3208 suture? Were 2 sutures used on this one patient procedure? Does the second suture involve another patient? What post op date did the patient present with symptoms? What medical intervention was provided for the infection? What are patients age, gender, weight, prior medical conditions? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that patient underwent an unknown procedure on unknown date and suture was used. Following the procedure, the suture site became infected. It is unknown how long after the procedure this occurred. The patient is being treated for the infection. The patient's current condition is unknown. Additional information has been requested.